Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring: black. Customer returned insulin pump for an alleged, visit to emergency room, was hospitalized for high blood glucose found on (B)(6) 2022 and the customer passed away on (B)(6) 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.8730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The insulin pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/13/2022 to 07/30/2022. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2022 due to high blood glucose over 500 mg/dl. The caller stated that the customer had memory and cognition issues that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. Customer was wearing the insulin pump on (B)(6) 2022 as the insulin pump was removed by hospital staff. The customer was not using sensors. It was unknown if the auto mode was active or not at the time of event. It was unknown whether the caller will return the insulin pump for analysis.